Event description:
The patient's mother reported there is moisture in the cartridge compartment of the infusion device. She noticed "droplets" on (B)(6) 2010 and she changed the insulin cartridge. On the evening of (B)(6) 2010 the pt was hospitalized due to elevated blood glucose of over 33 mmol/l (594 mg/dl) and ketones. The mother removed the insulin cartridge and stated the infusion device does smell like insulin and she cleaned the cartridge compartment with a cotton swab. She stated the plunger of the insulin cartridge has never become stuck to the piston and she properly removes the cartridge from the infusion device. She has not noticed any leaks in the system. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.